Manufacturer narrative:
A field service engineer (fse) contacted the customer and found out that the system had been set up incorrectly for single site operation. The customer tested multiple set ups and every time it worked correctly. A normal system operation was observed by the customer following the call to technical support. A review of the system logs was performed. Per the review, the following was confirmed: system serial - (B)(4), event date - (B)(6) 2022, and procedure name - cholecystectomy. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to non-functional instruments. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, instruments, including the scope, were moving in opposite directions. The customer had reseated instruments, undocked, and performed a hard restart of the system, but the issue was not resolved. The surgeon opted to convert to laparoscopic surgery, and the procedure was completed with no reported injury.